Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized several months before the call due to low blood glucose levels. Blood glucose level was 30mg/dl at the time of admission. Customer stated that using older insulin and stacking boluses at the end of the night contributed to the low blood glucose level. Blood glucose level at the time of the call was not provided. No further info was provided.